Event description:
Pt had a blood sugar of 67 mg/dl. Nurse gave pt insulin. Pt was ill and taken to the hosp, where their blood sugar was about 300 mg/dl. Pt later died from heart problems, but pt also had ketoacidosis.